Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the battery cap was not returned and a test cap was used for all testing. The pump powered on with the test battery cap which was able to fully tighten and a power loss was not observed. The battery compartment was observed to be intact. Multiple load step functions were performed with no failures or call service alarms duplicated. The audio bolus button cover was observed to be torn in the center and found to be responsive to testing. The current draws were within specifications. The pump case was removed, the pump was disassembled and there was evidence of moisture contamination inside the pump on the motor circuitry. Alarms were observed in the black box on (B)(6) 2014. Unrelated to the initial complaint, the display was observed to be dim and discolored.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas alleging a battery life issue. The reporter stated that a replace battery warning had occurred at least 3 times in the last 30 days. Reportedly, the battery type and setting matched. There was no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved.